Event description:
It was reported that at a follow-up appointment, the physician observed a sudden increase in the left ventricular (lv) pacing impedance measurements that were out-of-range (>3000 ohms). Additionally, there were multiple inappropriate atrial tachycardia response (atr) episodes that were declared due to over-sensing right atrial (ra) lead noise. Provocative maneuvers were performed and the atrial noise was reproducible with patient movement. The physician reprogrammed the device pacing mode to conserve battery and the device data was forwarded to boston scientific technical services (ts) for review. It was recommended to consider potential surgical for the ra and lv leads. At this time, the system remains implanted and in-service. No adverse patient effects were reported. The ra lead is not a boston scientific product.